Event description:
The implant date is (B)(6) 2011. Low shock lead impedance. No physician or hospital known. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).